Event description:
An initial event notification was received by united therapeutics drug safety on 09-mar-2026 from cvs specialty pharmacy, and forwarded to millyard advanced medical products, llc on 10-mar-2026. It was reported that the patient was hospitalized due to a stroke. While admitted, the patient experienced issues with both of their remunitypro pumps and was transitioned to intravenous remodulin. No information regarding the specific type of device issue was provided. Replacement systems were issued to the patient by the specialty pharmacy. It was further reported that the patient experienced nausea and leg pain.

Manufacturer narrative:
Efforts to obtain additional information from cvs specialty pharmacy were unsuccessful. Although it is unknown if the reported nausea and leg pain were related to the use of the remunitypro system, this information is being reported out of an abundance of caution. It was reported that the patient was hospitalized due to a stroke that occurred prior to the reported issues with the remunitypro pumps. No information was provided to reasonably suggest that a device issue caused or contributed to the stroke or prolonged the hospitalization. Therefore, the stroke and associated hospitalization were not included in sections b1, b2, or h6. It was also reported that the patient experienced pain at their infusion site; however, this complaint is not addressed in this report. Infusion sets are required for the use of the remunitypro pump, but are not manufactured or distributed by millyard advanced medical products, llc, for use with the device. At this time, no components or additional information have been provided to millyard advanced medical products, llc, for further investigation.